Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a low blood glucose levels. The customer blood glucose was not available at the time of the call. The customer stated that they had issues with their insulin pump but does not know what is wrong with it. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.